Event description:
It was reported that the patient developed a mild bacterial infection. The patient was admitted to the hospital. No further details have been reported.

Event description:
It was reported that the patient developed a mild bacterial infection. The patient was admitted to the hospital. No further details have been reported. Additional information was received that this event was not related to the device and procedure.